Event description:
The report received from our affiliate indicated that there was a balloon rupture. Percutaneous transluminal angioplasty (pta) for right superficial femoral artery was performed. The lesion was heavily calcified and the vessel was moderately tortuous. The level of stenosis was 85%. Antegrade approach was done. At pre dilation the balloon ruptured at 8 atmospheres. The lesion was dilated adequately for stenting and the procedure was safely finished. There was no adverse consequence to the patient. This product will not be returned for evaluation and testing.